Event description:
Primary operative notes (B)(6) 2014 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2021 indicate the patient received a left total knee revision due to stiffness, difficulty ambulating and pain. Upon entering the joint, the tibial component was noted to be loose at the cement to implant interface. All components were revised. No noted deficiency of any implant except the tibial component. The surgery was completed without indication of complication by the surgeon. Physical therapy notes and progress notes (B)(6) 2021 indicate the patient felt unwell and lightheaded multiple times with one brief loss of consciousness due to orthostatic hypotension post revision procedure ¿ treated with bolus of 500 ml normal saline per episode.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. UDI : (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10 and g4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1 and d4.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of the tibia component at the cement to implant interface. Unknown cement was used. Doi: 2014 dor: (B)(6) 2021 left knee.